Event description:
On (B)(6) 2009 surgeon reported four loops broken when activated. Two were discarded and two were returned for analysis. Of the two lina loops returned one broke when current was applied. The second loop broke as soon as current was turned on. There were no adverse event associated with the loops returned.

Manufacturer narrative:
Rationale for reporting at this time: this complaint was initially evaluated within 30 days of being received and at that time it was determine not a reportable event. The complaint was reevaluated for reporting in light of reportable events recently identified, in 2010, associated with loop breakage.